Event description:
It was reported that in jan, the pt had a carpaul tunnel release with a 3-0 vicryl used for close. The pt reportedly has had an inflammation and low grade infection at the suture line since the surgery was completed. The pt's physician put the pt on po antibiotics, doxicillan, but had no repsonse to that treatment. The physician put the pt on a cycle of medrol dose pack, and the pt responded well. However, the inflammatory symptoms seem to have returned.